Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using lab stock batteries. The device may get a measurement, but it quickly powers off. Other times, the device simply powers off. Accuracy testing could not be performed due to the device shutting down. Under microscope inspection, the flex cable appears to be cracked between the top and bottom modules. The device powers itself off due to a crack in the flex cable. The crack in the flex cable affects the detector. A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the device does not read properly and turns itself off. New batteries were tried. No consequences or impact to patient was reported.